Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: conduction disturbances such as lbbb and rbbb, are known potential adverse effects per the device IFU. In this case, the patient did not require any treatment. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) showed com plete heart block (chb). Following the procedure chb remained and a permanent pacemaker was implanted the same day. No additional adverse patient effects were reported.